Manufacturer narrative:
Investigation summary: ten (10) samples were received from the customer for investigation in unopened blister packs. The samples were leak tested by a quality control representative. None of the samples leaked when tested. While a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage past stopper for lot #8360791 item #309653. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended.

Event description:
It was reported that leakage occurred with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "customer called and stated that the chemo drug leaked beyond the stopper of the syringe while mixing. This issue has occurred twice (B)(6) 2019 and (B)(6) 2019 on item: 309653 lot number 8360791, representative samples available." 1 of 2 complaints, this complaint captures the event on (B)(6) 2019.